Event description:
It was reported by the affiliate that the (1) 35nst was used during a laparoscopic cholecystectomy procedure. It was reported that the optical lens detached from the obturator but did not fall into the pt. The device was discarded because the pt had hepatitis. The case was completed with another device and with no pt consequence.